Manufacturer narrative:
The customer indicated that qc was within specifications prior to and after the event. System check performed on 10/03/05 and 10/10/05 were within the specifications. The samples were collected in bd plastic lithium heparin tube without gel separators and centrifuged for 3 minutes. A field engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and discovered an extensive salt corrosion of the mixer pulleys. The fse replaced the pulleys, mixer belt and rollers. The fse removed and cleaned wash and precision valves which had extensive salt build-up. The fse performed a diagnostic test which failed. The fse replaced a cracked wash arm home sensor. The fse performed accu tnl precision test, system check and the diagnostic test; all results were within specifications. The fse verified that the instrument was operating within specifications. Although the fse performed hardware repairs, a clear root cause of this event has not been determined. A malfucntion will be assumed for the purpose of this report.

Event description:
Erroneously elevated troponin (accu tnl) result from a single patient that was generated by the access 2 instrument. The customer indicated that the patient sample was tested for accu tnl and the result was 0.59ng/ml. The accu tnl and the result was reported out of the lab and questioned by the ER physician. A fresh sample was collected from the patient and tested for accu tnl. The accu tnl result was 0.01g/ml. The result was reported out of the lab. The customer then re-tested the patient original sample for accu tnl. The repeat accu tnl result was 0.02ng/ml. A corrected report was issued. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.